Event description:
It was reported that occlusion alarms occurred. Customer reverted to an alternate method of insulin therapy. Additionally, it was reported that the customer stacked multiple insulin boluses resulting in their blood glucose decreasing from 308 mg/dl to 28 mg/dl. Reportedly, the customer was involved in a motor vehicle accident and emergency medical technicians were called. The customer was transported to the emergency room and was treated with dextrose 10 and glucagon injections. The customer was released later that day, 5/6/25, with the issue resolved and no permanent damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the mobi user guide: if the occlusion alarm occurs during bolus delivery, after tapping dismiss, a screen will appear letting you know how much of the requested bolus was delivered before the occlusion alarm. When the occlusion is cleared, some or all of the previously requested insulin volume may be delivered. Test your bg at the time of alarm and follow your healthcare provider¿s instructions for managing potential or confirmed occlusions.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged occlusion issue was verified, but the bolus delivery issue could not be verified. The information will be used for tracking and trending purposes.